Event description:
The customer stated that the architect c8000 analyzer generated a decreased calcium result of 0.55 mmol/l. The sample was repeated on another analyzer and a result of 2.10 mmol/l was generated. There was no report of impact to patient management.

Manufacturer narrative:
(B)(4). An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.